Event description:
The user facility reported that during rotational atherectomy of the right carotid artery (rca) the m3 catheter broke off within another catheter inside. The doctor had to snare the broken piece. The patient was stable with no issues. The estimated blood loss was less than 250cc.

Manufacturer narrative:
E3: occupation: assistant patient care manager-invasive. H4: device manufacture date: unknown, as the involved lot number was not provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The manufacturing record and the shipping inspection record of the product with the involved product code. - no anomaly was found in any lot over the past two years. Past complaint file of the product with the involved product code. - no other similar report from other facilities was found in any lot over the past two years. Since the lot number was unknown, only di no. Is listed. (B)(4). (B)(4) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4). Please refer to section h10 for the importer report on the reported event.

Event description:
Additional information was received on 13may2025: the physician was very brief; he was torquing the device to attempt to advance it through the lesion.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section b5 to update sections d4 and h4 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. <history investigation> - the manufacturing record and the shipping inspection record of the product with the involved product code/lot number: no anomaly was found. - equipment trouble of the product with the involved product code/lot number: no related equipment trouble was found. - past complaint file of the product with the involved product code/lot number: no other similar report from other facilities was found. (Cause of occurrence) based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record of the actual device. As a possible cause of this case, following factors were inferred. However, since the actual device was not returned, it was not possible to clarify the cause of occurrence. - the distal end of actual device was trapped by some factor (e.g., highly calcified lesion), and excessive force (e.g., pulling force) was applied, causing it to fracture. - the actual device was scraped and fractured by the rotablator used in conjunction with the device. (Countermeasure) for future use, please keep in mind the following warnings described in the instructions for use (IFU). Warnings and precautions / warnings carefully handle the product under high resolution fluoroscopy. If any resistance is felt while handling the product, immediately stop the manipulation and find out the cause to avoid damage to blood vessels and separation or breakage of the product. Ashitaka factory has been making efforts in maintaining the quality of the product by performing following inspections. - after the product assembling process, the outer diameter is measured on 100% basis to confirm that there is no anomaly in the outer diameter of catheter. - after the product assembling process, 100% visual inspection is performed to confirm that there is no anomaly such as a fracture or kink. - after the product assembling process, a core wire is inserted on 100% basis to confirm that there is no anomaly in the lumen of catheter. (B)(4)) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
Additional information was received on 19may2025: they were using it to cross the lesion so they could exchange for the rota wire. Confirmation per the account, the finecross m3 did not break when they rotated the atherectomy device. They torqued the m3 to attempt to cross the lesion when the tip broke off. The guiding catheter used in conjunction was a 7f ebu and boston sci rotablader.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to provide the additional information in section b5.